Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, a broken cable was identified. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.